Event description:
It was reported to vyaire medical that the vela ventilator gives transducer fault (xdcr). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
"Vyaire medical file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and found that the power supply was defective. The fsr used a power supply from a different unit,the unit was powered on and an invalid serial message appeared. Technical support was contacted and the serial number was corrected. Ovp (operational verification procedure) was performed and the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."